Manufacturer narrative:
(B)(4). During a review of the event history it was discovered that failure code 810:11 occurred two times.

Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. It is unknown when this condition occurred. Baxter's review of the device event history determined that failure code 810:11 interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this report is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The the root cause could not be determined at this time. No repairs were performed at this time, as this is a baxter owned device. A follow-up medwatch report will be submitted if additional information becomes available.